Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The ventilator was returned to the manufacturer for evaluation and a "ventilator inoperative" alarm and an error code related to the charging of the internal battery was observed. The device's internal battery and blower motor need to be replaced to address the issues.